Event description:
It was reported that a (B)(6) year-old african american female patient underwent a breast augmentation primary with a mentor memorygel breast implant 550cc and experienced capsular contracture baker grade iii on the left side post-operatively. As a result, the patient underwent removal and replacement with mentor gel breast implants (serial numbers (B)(4)) on (B)(6) 2021.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 550cc breast implant was found to have a tear on the anterior view, measuring approximately 0.5 cm. A microscopic test was not be performed since the paperwork received with the return device specified that the implant was damaged during explantation. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).